Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed that the touch screen was unresponsive to stylus or finger. There were blemishes under the screen coating which may have affected operation. The touch screen was replaced and the programmer displayed normal operation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was not responding to a finger or pen. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.